Manufacturer narrative:
18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 1.5x8mm apex balloon catheter crossed the heavily calcified unspecified lesion. Upon dilating the lesion, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's current condition is listed as "good".